Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended calibrating the transducers but ultimately the main board will need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault and circuit disconnect. At this time, there is no information regarding patient involvement associated with the reported event.